Event description:
The customer reported that an 840 ventilator had a blank graphical user interface (gui) display. Device was not being used on a patient when event occurred. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to replace the gui central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).